Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the side rail would not lock at the highest height. It is unk if there was pt involvement; however, no adverse consequences were reported.